Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, and prolapsed anterior leaflet, pre-existing wound. A mitraclip xtw was inserted and implanted on the mitral valve. However, a perforation was suspected, and the clip moved significantly. A mitraclip xt was inserted and implanted on the mitral valve, restricting the movement of the previously implanted clip, reducing the mr to a grade of 2+. However, after removal of the steerable guide catheter (sgc), hemostasis was not achieved. Therefore, a perclose was applied, but it broke during surgery, making it difficult to stop the bleeding. Therefore, the wound was sutured by a cardiovascular surgeon. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hemorrhage was unable to be determined. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.